Event description:
Patient reported they have provided a letter of recommendation. In the letter the dentist states upon examination the dentist found open bite on both sides of patient's mouth, with no cusp to fossa relationship between posterior molars. Cross bite at #6 and 27, which has caused the incisal edge of #27 to become flattened. Tooth #11 is rotated and the lingual surface is completely out of occlusion. The patient needs continued orthodontic care to correct the mentioned issues. The byte treatment worsened the patient's condition patient will need a local orthodontist to correct the issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.